Event description:
When physician intended to coil the guidewire after pulling it out from the protective hoop, it broke. The wire was coiled as same size as the hoop and excessive force was not used since the physician often uses transend. The operation went successful with another unit. The operation was finished successfully.